Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experience an elevated blood glucose (bg) level of 429 mg/dl. The user addressed bg level with a bolus via the pump. Reportedly, the user may have forgotten to fill tubing after changing the supplies prior to resuming insulin delivery. During troubleshooting with tandem's technical support, it was determined that there were small gaps of air in the tubing. The user disconnected from the site, primed the tubing to successfully remove the air, and resumed insulin delivery.